Manufacturer narrative:
The investigation into this complaint has been completed. Our field service engineer investigated the anesthesia system and it was found that the power control pcb, the external connectors pcb, the gas block pcb, the expiratory channel pcb and the ac/dc converter were damaged. These parts were replaced. It was further stated that the fault was generated by an anomaly in the operation of the air conditioning system in the operating room, which generated condensation inside the anesthesia system causing the breakage of the replaced parts. The replaced parts were kept by the customer. Evaluation of the received system device log shows that technical error codes indicating internal power failure, ventilation control error and barometer failure, had been generated and that the system checkout failed. The reported failure can be confirmed in the logs. The chapter "technical specification" in the user's manual, states the environment operating condition for the system. The anesthesia system, is designed to fulfill ip21 degree of protection against ingress of water. Ingress of liquid on printed circuit boards can cause failure/short circuits which might lead to a anesthesia system malfunction. Our conclusion, based on the field service engineer investigation and log evaluation, is that the replaced parts were faulty due to the condensation (moisture ingress) on the inside of the system that damaged the pcbs and the ac/dc converter.

Event description:
It was reported that anesthesia system did not startup and then it failed in system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).